Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. All results were within the range specification, and no errors were observed during control solution testing.

Event description:
Customer reported receiving inaccurate high glucose readings from their freestyle flash meter. Customer also reported experiencing symptoms of losing consciousness. Customer reported being diagnosed with severe hypoglycemia by a health care professional and treated by her husband with glucose tablets and prune juice to counteract her medical event. There is no report of third medical intervention for this hypoglycemic condition.